Event description:
It was reported that the pump module was programmed to infuse magnesium 2mg over one hour. While the nurse was still in the room with patient, the patient began to feel of flushed. The nurse noted that the magnesium infusion was completed in approximately 5-10 minutes. There was patient involvement but impact was unknown.

Manufacturer narrative:
(B)(6). A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module was programmed to infuse magnesium "2mg" over one hour (2 grams over one hour per, device log). While the nurse was still in the room with patient, the patient began to feel of flushed. The nurse noted that the magnesium infusion was completed in approximately 5-10 minutes. There was patient involvement but impact was unknown and although requested, additional information was not provided.

Manufacturer narrative:
Correction : omit a25 - no apparent adverse event (3189), c19 - no device problem found, d15 - cause not established, g04090 - motor(s). Additional information : imdrf annex a, c, d and g codes.

Event description:
It was reported that the pump module was programmed to infuse magnesium "2mg" over one hour (2 grams over one hour per, device log). While the nurse was still in the room with patient, the patient began to feel of flushed. The nurse noted that the magnesium infusion was completed in approximately 5-10 minutes. There was patient involvement but impact was unknown and although requested, additional information was not provided.

Manufacturer narrative:
Omit: a1402 - excess flow or over-infusion (1311), b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: medical device serial #, device manufacture date. Additional information: describe event or problem, device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a,b,c,d and g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. It was determined through investigation of the returned devices that the initially reported suspect device with serial number# (B)(6) is a concomitant and this file has captured the correct suspect device with serial number# (B)(6) as per investigation report. H3 other text : not applicable. Device evaluated by bd.